Event description:
Caller states that the device read between 390mg/dl and 410mg/dl and he took his insulin. He reports having low blood glucose symptoms and testing at 35mg/dl and undetermined amount of time later. He reports he drank a soda to elevate his blood glucose, no medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.